Event description:
Initial info for this serious unsolicited report ((B)(4)) was reported on (B)(6) 2012, by a pt with add'l info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) ((B)(4)). (B)(4) (same reporter). This case involves a male pt (age unspecified) who was treated with poly-l-lactic acid (sculptra) (batch number unk) on unk dates for correction of the rings under the eyes. On an unk date and after few times (nos), the pt experienced lumps in the eye contour. The pt was administered corticosteroids several times and the lumps disappeared. No medical history or concomitant medications were provided. Outcome: recovered. Reporter's causal relationship assessment: suspected. Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number nor injection date were communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to sepcs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as "no conclusion possible" for the lack of an important element of eval that is the complaint sample itself.

Manufacturer narrative:
Conclusion: no investigation possible. Add'l info received on (B)(4) 2012: ptc investigation result added.